Event description:
It was reported that the cardiac pacemaker lead is ¿worn out.¿ the right ventricular lead and right atrial lead were extracted and replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).